Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged that the patient had "consultations with her medical providers" however the attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device 1). The patient's attorney made no allegation related to the bard/davol ventralight st w/echo. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003 - the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device 1) and a ventralight st w/ echo. As alleged, the patient had unspecified injuries, "including consultations with her medical providers." And the patient claiming an adverse patient outcome against the composix mesh (device 1) only. As reported, the patient's attorney alleges a general claim related to the composix mesh (device 1`) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged that the patient had "consultations with her medical providers" however the attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 years 10 months post implant of mesh - composix, patient was diagnosed with adhesions, material deformation thereby underwent repair with mesh removal. Per operative notes, "a second piece of mesh was noted in the lower abdomen at the previous incision site which appears to be well incorporated and folded back upon itself." The instructions-for-use supplied with the device lists adhesions as a possible complication. This supplemental emdr represents mesh - composix (device #1). An additional emdr was submitted to represent mesh - composix (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003 - the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device 1) and a ventralight st w/ echo. As alleged, the patient had unspecified injuries, "including consultations with her medical providers." And the patient claiming an adverse patient outcome against the composix mesh (device 1) only. As reported, the patient's attorney alleges a general claim related to the composix mesh (device 1`) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with the implant of composix mesh (device #1). Per operative notes, ¿there was some fat stuck up in the defect which was removed. Then a piece of composix mesh which was tacked up to the abdominal wall, then sutures were brought through and went around the tacker to complete the repair.¿ (B)(6) 2005 - patient was diagnosed with adhesions and mesh deformation thereby underwent open repair with the removal of composix mesh (device #1). Per operative notes, ¿an unknown mesh was identified, and it was in the right mid abdomen. The mesh was not over the umbilical hernia defect rather it was in infraumbilical region. The mesh was well incorporated into the abdominal wall, and it was left in the position except for one corner and the unknown mesh was removed. A second piece of mesh was noted in the lower abdomen at the previous incision site which appears to be well incorporated and folded back upon itself, then a portion of composix mesh (device #1) was removed.¿ (B)(6) 2007 - patient was diagnosed with multiple incisional hernias thereby underwent open repair with the implant of composix mesh (device #2). Per operative notes, ¿the hernia sac was cleared at the level of fascia and the sac was excised. Multiple midline defects were encountered where suture had pulled through the muscle creating small chain of lake-type hernia defect. All hernia sacs were excised. A composix mesh (device #2) was placed in the abdominal cavity to the anterior abdominal wall using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #3). Per operative notes, ¿there was dense adhesions all through the left upper quadrant and adhesiolysis was performed. There was incarcerated omentum in the hernia. It was found to be majority of the hernia as diastasis recti. The ventralight st using echo ps (device #3) was placed centrally, tented out laterally and secured using straps.¿ (there was no visualization/mention of composix mesh (device #2)). Attorney alleged that the patient had abscess, pain, hernia recurrence and emotional injuries. It was also alleged that patient had partial removal of mesh and dense adhesions of the omentum to the mesh.